Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pegasus gn 18ga x 1.16in prn-cap y experienced a catheter that broke/separated from hub, and leakage during use. The following information was provided by the initial reporter: it's found that needle paddle hub fell off during penetration process, result in blood leakage on patient. Leaked blood is about 5ml. No medical intervention involved in this case. No adverse event occured on patient. No blood or bodily fluids exposed to the end user.

Event description:
It was reported that the pegasus gn 18ga x 1.16in prn-cap y experienced a catheter that broke/separated from hub, and leakage during use. The following information was provided by the initial reporter: it's found that needle paddle hub fell off during penetration process, result in blood leakage on patient; leaked blood is about 5ml. No medical intervention involved in this case, no adverse event occured on patient and no blood or bodily fluids exposed to the end user.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8233213. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Samples were submitted for evaluation; bd engineers were able to observe a damage to the v-clip during the visual observation of the device. The root cause for this occurrence most likely due to a missing pin in the manufacturing machinery that lead to a misalignment during assembly.